Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer blood glucose level was unknown mg/dl. The customer stated that there are cracks around the display window of the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.